Event description:
It was reported that the bd maxzero minibore quad-fuse extension set was cracked. The following information was provided by the initial reporter: various bd extension sets ¿cracking¿, despite past education efforts. Trifuse and quadfuse microbore extension sets. There have been several products that have broken. Many days involved. Unsure what the lot numbers are. Packages get thrown out. This has been a problem since we received the product so it would span over several lot numbers. We are concerned that there is an increased risk of bloodstream infection. Additionally, when they crack it can be a choking hazard for pediatric patients who are touching their central line or piv.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.